Manufacturer narrative:
Corrections: result and conclusion codes have been updated. Name and address: the state was missing in the address. Update: MFR site: new contact person and address. Investigation findings update. The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. There was a finding of occurrence of three defects in process samples that may have caused or contributed to the reported complaint. However, these defects did not exceed the allowable number of failures per our procedure. Documents reviewed demonstrate that procedures were correctly followed. In addition, this looks to be an isolated incident as a lot assessment found 0 similar or related complaints for the reported lot. No further information is available at this time.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. The root cause associated with the complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis. This was sent to test webtrader on 9-28-2016 the original submission date, and this is a resubmission to production.

Event description:
Consumer stated upon removal of the tampon it unraveled leaving 1 strand of material in her vaginal canal. She was able to manually remove that strand. No medical care was required.